Manufacturer narrative:
Per the tandem user guide: your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 150 mg/dl, and the meter bg reading was 387 mg/dl. The customer also indicated that bg level was over 500 mg/dl. Subsequently, the customer was hospitalized. Reportedly, the customer wore sensor longer than 7 days. The customer was instructed to use a new sensor. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, the customer did not respond.